Manufacturer narrative:
The device was manufactured per patient's prescription (rx) and returned for an analysis. A visual inspection was performed on the returned device. The edges of the device were smooth and no adjustment was made by the doctor. No major cracks were found. Mouthguard's layers were intact and not separated. The mouthguard did not have discoloration. The mouthguard was returned in a very clean condition. Case was also returned in good condition with label. A review of the material lot was performed and no non-conformity nor defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test were completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. This incident is being monitored, tracked, and trended.

Manufacturer narrative:
Follow-up attempts were made to obtain information on the event and patient's demographic; however, the dentist refused to provide further information because the patient is a family member. Once the evaluation of the device is completed, a supplemental report will be submitted. This report for is the 1st retainer (upper) of 2 reported retainers for the same patient. Please reference 3011649314-2018-00364 ((B)(6)) for the 2nd retainer.

Event description:
This report is for the 1st retainer (upper) of 2 reported retainers: it was reported that the patient experienced an allergic reaction while using the clear-lock retainer. The patient developed cold-sore like symptom in the mouth.